Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand, and caller did not provide information about whether blood glucose rose to very high levels. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was in warranty, arranged shipment of replacement pump with different software version, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump.